Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that this pt had a history of sepsis and was on continuous veno-venous hemofiltration (cvvh). The pt was experiencing red heart alarms for low flow and the hospital was considering either a pump exchange or administering tissue plasminogen activator (tpa). It was noted that the patient's international normalized ratio (inr) was inherently high and the device continued to present with decreasing flow rates and decreased pulsatility index (pi) values. It was suspected that the inflow cannula was obstructed (thrombus). Due to the patient's condition, the hospital made a decision to administer tpa to breakdown any blood clots and no further alarms were reported post tpa administration. The pt remained stable, was being closely monitored and awaiting a post administration echo. The next day however, the low flow alarms resumed and another 15mg bolus of tpa with infusing 35mg was administered on the pt for a period of over one hour and the alarms appeared to diminish until later in the night. The pt was placed on multiple drugs for bp and cvvgh and was noted to have bloody stools. The surgeon did not feel comfortable performing a pump exchange due to the patient's deteriorating condition. As the patient's condition continued to deteriorate, support was withdrawn and the pt expired. The patient's family agreed to have an autopsy done and the device was returned to the manufacturer for analysis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.